Event description:
It was reported the patient presented to the emergency room with palpitations. Upon interrogation, it was observed the patient's right ventricular lead had a high capture threshold. X-rays revealed no lead abnormalities. The lead was explanted and replaced without issue. The patient was stable throughout.